Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board defect. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by a defect in the printed circuit board, which resulted in the front panel buttons not functioning properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the front panel buttons of the subject device were not functioning. The issue was found during maintenance. There were no reports of patient involvement.